Event description:
A bipap a30 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating 3 reboots occurred within 24 hours. There is no documentation stated on a root cause and/or any component replacement to resolve the issue additionally, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. A bipap a30 was manufactured 01/30/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.